Event description:
A 67-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient's spouse informed novocure that the patient had developed a blister on the right side of her head. During an appointment on (B)(6) 2025, the patient was advised by her healthcare provider (hcp) to temporarily discontinue optune gio therapy. At the time of the report, the blister appeared improved. On (B)(6) 2025, the issue persisted, and the patient was unable to resume therapy. Although the blister improved, the surrounding skin remained partially open and severely reddened. The patient continued under the care of her hcp, who did not prescribe additional medication and recommended allowing the skin to heal naturally and in open air. On (B)(6) 2025, the patient's spouse informed novocure that the patient had been hospitalized on (B)(6) 2025 and underwent surgery due to ongoing wound healing complications. On (B)(6) 2025, the hcp reported that there was evidence of wound dehiscence, but no infection. The patient was receiving combined treatment and interval therapy with temozolomide. Radiation was assessed as a contributing risk factor. The most recent tumor resection occurred on (B)(6) 2025. The hcp concluded that surgery and radiation were the primary causes of the dehiscence, not optune gio therapy.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the wound dehiscence requiring medical intervention cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).